Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio removed the device's lens assembly and observed the display flex cable was not properly seated and the clamp holding the cable was in the unlocked position. Physio re-seated the display flex cable and replaced the device's lens assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device's screen flickered before powering on. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device had a blank display. As a result, a user may not be able to use the device to deliver defibrillation therapy, if it was needed.

Manufacturer narrative:
Physio control performed an additional review of the reported issue and determined that the cause of the reported issue was due to the display flex cable not being properly connected.

Event description:
The customer contacted physio-control to report that their device's screen flickered before powering on. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device had a blank display. As a result, a user may not be able to use the device to deliver defibrillation therapy, if it was needed.